Event description:
It was reported to boston scientific corporation that approximately one month after a polaris loop ureteral stent was placed sometime in (B)(6) 2012, it was noticed that part of the loop was cut. The cut loop did not detach from the stent. The stent was replaced with another polaris loop on (B)(6) 2012. There were no complications to the patient.

Event description:
It was reported to boston scientific corporation that approximately one month after a polaris loop ureteral stent was placed sometime in (B)(6) 2012, it was noticed that part of the loop was cut. The cut loop did not detach from the stent. The stent was replaced with another polaris loop on (B)(6) 2012. There were no complications to the patient.

Manufacturer narrative:
Analysis of the returned polaris loop ureteral stent revealed that the loop on the device was broken and the stent was calcified. Most likely, procedure and possibly clinical factors may have contributed to the loop tears, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion.

Manufacturer narrative:
(B)(4) for the reported event of cut in stent material. Although the lot number was not provided, it was reported that the device was not used past its expiry date.